Event description:
The customer reported via phone call that the insulin pump's sensor did not warn her of her low blood glucose level. Her blood glucose level was 47 mg/dl because she was fasting in order to get blood work done. The sensor was not registering the high and low blood glucose levels. The insulin pump alarmed calibration error multiple times and bad sensor. The customer's sensor and blood glucose reading difference was 30 points off. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor found the sensor failed per specification due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.